Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in common and external iliac veins. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during second inflation at 6 to 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.